Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. No additional patient information was available. Reportedly, the customer was sleeping when the loss of connection issue occurred, and the customer was unsure if the body was obstructing the connection between the transmitter and the pump. Reportedly the issue was resolved at the time of the customer's contact with tandem technical support.